Event description:
An x-ray was read that showed a retained foreign body (rfb)in the spine. The investigation revealed it was a piece of a screw that was inserted three years previously. Decision was made to leave piece in patient as surgeons felt it was not harmful to patient.